Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history and similarly reported events, the driveline fault alarms appear to be consistent with potential driveline wire compromise. The first submitted log file from the patient's original system controller confirmed driveline fault alarms from through (B)(6) 2023, which appeared to ultimately resolve. Electrical continuity data recorded during the driveline fault alarms suggested a potential issue with yellow wire within phase 1. Data captured within the second submitted log file following the reported controller exchange revealed no further driveline fault alarms. The pump appeared to have operated as intended throughout these files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product had been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers damage due to wear and fatigue of the driveline. This section also outlines indications of driveline damage as well as the how to respond to such events. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook, rev. C is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 6, "caring for the equipment", outlines indications of driveline damage as well as the how to respond to such events. Section 5, ¿alarms and troubleshooting,¿ also addresses all system controller alarms and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline fault that cleared itself. The log files noted several; driveline faults between (B)(6) 2023. The phase date indicated that there may have been an issue with the yellow wire. The patient's system controller was exchanged and the patient was sent on home on an ungrounded cable as a precaution. There were no further driveline faults noted in the log files.